Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation empty. Visual inspection found that the bag had previously been filled and drained. Visual inspection also identified a slight indentation mark on the surface of the bag that was not a hole. The mark was determined to be a cosmetic issue that would not affect the functionality of the device. An underwater leak test was performed in which the bag was inflated with air and submerged underwater; no leakage was identified. The reported condition of a hole in the bag could not be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4l oxygen barrier bag had a hole in its bag component. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available.